Manufacturer narrative:
Product event summary: analysis confirmed the reported event; both output connectors were broken. Analysis also found the battery drawer was sticking and the hanger assembly was broken. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the atrial and ventricular connectors were broken. The external pulse generator was returned for repair. There was no patient involvement.